Event description:
According to the sales associate, the tip of probe broke off in pt. He believes the broken off piece was retrieved from pt. A new probe was used to finish surgery with no problems.

Manufacturer narrative:
The complaint device has not been returned. Additional info will be provided once the investigation is completed.